Event description:
According to the report, a surgeon has noted in "craniotomy for clipping of aneurysm" cases, patients are complaining of blurred vision 4 to 6 weeks following surgery. The surgeon thinks that it is due to chemical meningitis caused by glutaraldehyde. However, it is unclear if the patients involved were diagnosed with chemical meningitis.

Manufacturer narrative:
This investigation is ongoing. Additional information will be provided in a follow up report.